Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 01-may-2025. The blockage was in the tubing. The blood glucose level was high the patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.